Event description:
Details as reported "was intubation a pateint and was working well. Midway through the procedure, screen went black, then went blue and showed 100%. Was able to intubate without video."

Manufacturer narrative:
UDI information is not available at the time of this submission.